Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a medication error reportedly due to a nurse using basic mode instead of the drug library. Hydromorphone was ran outside of the pump library, the nurse programmed the infusion incorrectly and ended up administering more than they should have. The customer also added that the 'basic' mode (i.e. Outside the drug library) cannot be turned off. The process step and where the event occurred were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.